Event description:
It was reported that a vns patient was experiencing neck pain when turning her head. Her original surgeon who implanted vns performed an evaluation of the patient and indicated everything was fine. However, she continued to have a pulling sensation in her neck, and went to a different surgeon for evaluation. The new surgeon planned to revise the patient's lead, but instead, during the surgery, he released one of the tie-downs and made a larger loop. The patient's original lead is still in place.